Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation.

Event description:
It was reported a cisplatin infusion on friday ((B)(6) 2021) took 1 hr and 58 min instead of the expected and programmed 90 min. It showed a total volume infused of 1360 ml which would not physically fit in a 1000ml bag. The pump thinks there is extra volume coming from somewhere. Also on this same fin/patient, the ns magnesium sulfate + kcl bags each showed a total volume in iaware of 1298 ml and 1207 ml when rn programmed the pumps correctly for a total volume of 1047ml (accounting for both overfill and additives).there is no reported patient harm.

Event description:
It was reported a cisplatin infusion on friday (4/9/21) took 1 hr and 58 min instead of the expected and programmed 90 min. It showed a total volume infused of 1360 ml which would not physically fit in a 1000ml bag. The pump thinks there is extra volume coming from somewhere. Also on this same fin/patient, the ns magnesium sulfate + kcl bags each showed a total volume in iaware of 1298 ml and 1207 ml when rn programmed the pumps correctly for a total volume of 1047ml (accounting for both overfill and additives).there is no reported patient harm.

Manufacturer narrative:
The reported complaint of an under infusion of cisplatin could not be replicated during testing. However, the infusion took over the initial 90-minute infusion as a result of the user continuing to update and add vtbi, and restarting the infusion. Functional testing of the source pump module using the timed rate accuracy test method found the device to be delivering within specification. A review of the pcu event log showed that the pump module was powered on and attached to the customer pcu on (B)(6) 2021. The source pump module was assigned as channel b. New patient was selected, and the profile suspected in use was adult ICU/ed/or. On (B)(6) 2021 at 12:00:34pm, the infusion parameters were programmed via remote infusion. The rate of infusion was set for 693.333ml/hr, with the vtbi initially set for 1040ml. The infusion was started at 12:00:40pm, with the pvi at this point totaling 1207.61ml. Approximately 1 minute after infusion began, the vtbi was changed to 1100ml. The pvi totaled 1222.86ml after the vtbi was changed. The infusion completed (kvo) at 1:37:13pm, with the pvi totaling 2322.88ml. Based on this data, the infusion ran for approximately 1 hour and 35 minutes, and the total amount infused was approximately 1115ml. At 1:37:36pm, another infusion was started with the vtbi changed to 100ml. The rate remained at 693.333ml. The infusion completed (kvo) at 1:46pm, with the pvi totaling 2423.03ml based on this data, the infusion ran for approximately 9 minutes, and the totl amount infused was approximately 100ml. At 1:55:31pm, another infusion was started with the vtbi changed to 25ml. The rate remained at 693.333ml. Shortly after the infusion was started, the vtbi was changed to 50ml. The pvi totaled 2524.01ml after the vtbi was changed. At 1:59pm, the unit was powered off. The root cause of the reported under infusion could not be identified in this investigation. Testing found the device delivering within specification. A review of the pump module device history record showed the device had a manufacture date of 01/26/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.